Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for evaluation. Based on the results of the investigation, the event was not confirmed, and the root cause could not be identified. The customer was advised to wipe down the electrical contacts and have the units turned off when connecting and disconnecting the scope so that error would not occur. After doing so, the customer was not receiving any errors. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source had a b30 scope communication error code. The issue occurred before an unspecified procedure. The issue was resolved through troubleshooting. No delay to the procedure was reported. There were no reports of patient harm.